Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an incomplete fill cannula notification occurred when the customer was not in the process of loading a cartridge. Customer did not upload pump data, tandem technical support was unable to determine cause of event. There was no reported impact to blood glucose.